Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead presented to the emergency room due following an episode of syncope. Review of stored device memory revealed several rhythmiq episodes that were suspected to be due to premature ventricular contractions (pvcs). Additionally, noise was observed on the shock channel, however, the noise was not sensed by the device. Appropriate device function was noted, however, the cause of syncope was not determined. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient also experienced vertigo. The noise was unable to be reproduced and rhythmiq was programmed off.